Manufacturer narrative:
Date inaccurate, month/year valid.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient's implant stopped working about a week ago. They wanted to contact a manufacturer's representative so they were directed to their healthcare provider. They did not have any equipment with them so they couldn't determine why the implant stopped working. No symptoms or further complications reported about the event.